Event description:
The nurse reported via phone call that the insulin pump had two unresponsive keys, the act and up arrow buttons. The customer's blood glucose was 118 mg/dl. The caller did not observe any significant events leading to the keypad issues. The caller stated that the buttons did respond at times, but she had to press them very hard to garner a response. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to flattened dome switch on the act button and up arrow button. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.